Manufacturer narrative:
It was reported that, a polarstem collar reamer guide failed an inspection. The device, used in treatment, was returned for evaluation. It can be confirmed that the hook of the device is broken. The distal hook of the device was not returned for evaluation. A material evaluation shows that the hook broke due to a high impact. The relationship between the reported event and the device can be confirmed. The production documentation was reviewed, there were no deviations found. There are no indications that the part failed to match specification at the time of manufacturing. For the batch in scope, no further complaint was reported. This is the first complaint for this design version of this device and therefore an isolated event. Without the return of the missing fragment of the hook, it is not possible to speculate about factors which could have contributed to the reported event. To date, no probable root cause can be determined. No further actions are deemed necessary, however this device will be monitored for further similar complaints.

Manufacturer narrative:
It was reported that, a polarstem collar reamer guide failed an inspection. The device, used in treatment, was returned for evaluation. It can be confirmed that the hook of the device is broken. The distal hook of the device was not returned for evaluation. A material evaluation shows that the hook broke due to a high impact. The relationship between the reported event and the device can be confirmed. The production documentation was reviewed, there were no deviations found. There are no indications that the part failed to match specification at the time of manufacturing. For the batch in scope, no further complaint was reported. This is the first complaint for this design version of this device and therefore an isolated event. Without the return of the missing fragment of the hook, it is not possible to speculate about factors which could have contributed to the reported event. To date, no probable root cause can be determined. No further actions are deemed necessary, however this device will be monitored for further similar complaints.

Event description:
It was reported that a polarstem collar reamer guide failed the inspection. As this was noticed in a field inspection, no patient was involved. The results of investigation confirmed that this product was fractured, which makes it a reportable event.